Event description:
I received visian icl implant surgery bilaterally to correct myopia of 16 diopters. Six days prior to the surgery, I rec'd two prophylactic peripheral iridotomies in each eye. Immediately following the implant surgery, several bilateral visual aberrations became apparent to me, including: 3 or 4 arcs of glassy lines that cut across my field of vision that move when I open and close my eyes, 3 or 4 ghost images above lighted sources, whited-out and hazy vision in lighted conditions, loss of contrast and color vision, and loss of bvca. Additionally, my intraocular pressures hovered at 22-23 and I have documented transillumination defects. It was recommended by respected refractive surgeon at facility - to have lenses removed. This was done in 2008. All visual aberrations remain. I also have the beginning of cataracts in both eyes. My intraocular pressures are still in borderline range. Dates of use: #1. 2007 - 2008, #2. 2007 - 2008. Diagnosis or reason #1. Myopia, #2 myopia. Event abated after use stopped or dose reduced? #1 no, #2 no.